Event description:
It was reported the pump is alarming -no disposable clamp tubing. Silenced and reviewed settings. She does not want to remove the cassette. Powered pump off and advised she proceed to appointment. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.